Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6-component code- suggested code: mechanical (g04) - provisional bottom. Visual examination of the returned product identified signs of repeated use (nicked or gouged) but is not fractured just worn. Review of the devices history records identified no deviations or anomalies during manufacturing. Reported events is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. This complaint is not confirmed. Device has a potential field age of 10 years and exhibits signs of repeated used. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Upon review of our reporting decision on fracture of articular surface provisionals. A review of all complaints for this product indicates that there has never been an event that has resulted in a death or serious injury. Therefore, zimmer biomet will not be reporting this failure mode going forward.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tasp broke and is no longer safe to use. No pieces fell into the patient. There was no patient harm or impact reported.